Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation with two 550cc mentor memorygel breast implants and experienced bilateral device migration and breast pain on the right side post-operatively. Initially, there was a suspected rupture on the patient¿s right side but, upon explantation, it was discovered that the breast prosthesis was intact. The patient underwent explantation on (B)(6) 2025, and replaced with 700cc mentor memorygel xtra breast implants (catalog number smhx700). This report is for the left side device.

Manufacturer narrative:
Correction: the previous report stated, in the event description, that the date of device explantation was on (B)(6) 2025. The correct date was july 29, 2025. Manufacturer¿s reference number: (B)(4).